Event description:
This case was reported by a lawyer and described the occurrence of dementia in a female pt who used super poligrip as a denture adhesive cream over a period of 10 years. On an unknown date, the pt used super poligrip at unknown dosing. At an unknown time after starting super poligrip, the pt experienced dementia, nerve damage, fall, memory loss, tingling legs and arms, walking difficulty, zinc high, copper low, dizziness, weight loss, weakness, and headache. This case was assessed as medically serious by ask. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Information was received on (B)(4) 2011, via a letter from the pt's son, an anonymous letter from one of the pt's physicians, witness statements, and medical records. According to the letter from the pt's son, the son received an anonymous letter from one of the pt's doctors, reporting the use of denture cream and its association with the health issues the pt had been experiencing (falls, memory loss, tingling sensation in arms and legs, walking complications, and high zinc and low copper levels). The physician recommended the pt discontinue any use of denture creams containing zinc. The physician stated that discontinuing any use of denture creams containing zinc might cause some physical ailments to diminish; unfortunately the pt's memory loss/dementia was irreversible. The pt's health problems were attributed to her use of poligrip denture cream. According to the pt's son, the pt used an excessive amount of denture cream during the day, when she first started wearing dentures. The pt became disoriented and confused about places, people, and things. She misplaced her dentures frequently and had to have at least five replacement sets. The pt complained of dizziness, arm and leg pain, experienced falls (some requiring treatment at the hospital after hitting her head), legs hurt while walking around for a period of time, could no longer drive, and lost weight. The pt required use of a walker and wheelchair. The pt now has signs of dementia (since at least 2005) and has to be cared for. Someone has to continually attend to all her needs. According to medical records, on (B)(6) 2007, the pt was seen for follow up of blood pressure and complained of having right forearm pain. Her daughter in law reported that the pt's memories were getting worst, her thoughts were scattered, and she forget her activities of daily living (adls) often. Diagnosis included dementia. On (B)(6) 2007, the pt was refusing to take her medications. She recently started aricept for early dementia, but complained that it made her sick. The pt was weak, had an unsteady gait, and requested a walking device. On (B)(6) 2007, the pt was seen by a health care provider after falling and hitting her head while stepping into the bathtub. The pt was diagnosed with a contusion to the scalp. On (B)(6) 2008, the pt fell off a chair while standing and fell on a wood surface, sustaining a blow to the head. On (B)(6) 2009, the pt lost her balance and fell into a metal bunk bed rail, hitting her head. A computed tomography (CT) scan of the head showed no acute changes. On (B)(6) 2009, the pt complained of headaches, lightheadedness, and dizziness.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).